Manufacturer narrative:
Product ID 8590-1, lot# n123314, implanted: 2007 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone via an implantable pump. The indication for use was spinal pain. On (B)(6) 2015 it was reported that the pump was alarming. The pump had been beeping for two weeks because, it had run out. The patient was told that the refill wasn't until (B)(6) 2015, but the surgeon's office told him it was due (B)(6) 2015. He heard a single beep on (B)(6) 2015; on (B)(6) 2015, he started hearing a dual beeping. Since the pump had run out, the patient had been sick. He hadn't been able to eat anything for a week and had diarrhea running down his legs. The patient had no energy. The patient had an appointment with his physician later in the day on (B)(6) 2015. The patient was wondering if he could switch to oxycontin oral medication. It was reported that they filled the pump for three months, but per the patient, it can be for six months and should be. The resolution of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.